Event description:
It was reported that during use with bd intima¿-ii IV catheter the needle was discovered to be cracked. Device was replaced. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, when replacing the intravenous indwelling needle for the patient, it was found that the needle of the indwelling needle was bent and cracked, making it unusable, so it was replaced immediately and reported to the relevant department.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 3016095. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd intima¿-ii IV catheter the needle was discovered to be cracked. Device was replaced. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, when replacing the intravenous indwelling needle for the patient, it was found that the needle of the indwelling needle was bent and cracked, making it unusable, so it was replaced immediately and reported to the relevant department.